Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The blood glucose reading at the time of admission was unk. The customer felt that the insulin pump delivered too much insulin . Prior to the event, the customer delivered a bolus of 10 units of cover for a sandwich and chocolate. Troubleshooting was performed, and the insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.